Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdus0024 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported leaking with the neutraclear needleless connector #el-nc1000a at the threads of the proximal port when used with power lock max #0744253 during flushing.